Event description:
It was reported the device was used during a bowel resection. It was reported the tlc55 was fired successfully the first time by the resident. It was reported the device was reloaded and fired a second time. The surgeon removed the staple line by cautery and the anastomosis was completed by hand sewing. There was no consequence to the pt.